Event description:
It was reported that the patient underwent a revision approximately 2 years and 8 months post-implantation due to a liner lip fracture with wear. The lip of the liner had broken off from the liner, and wear was observed at the rim; no dislocation had occurred prior to the revision. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) d10: zimmer cup; item# 00875704801; lot# 65804413. Zimmer bone screw: item# 00625006530; lot# j7437659. Zimmer stem: item# 00811400110; lot#65632801. Zimmer head: item# 00801803202; lot#64410044. E1: telephone number: (B)(6). G2: foreign - event occurred in united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.